Event description:
The patient reported the display of his insulin infusion device "has a smoky type of appearance." He stated the background is a grayish color and the figures look "smudged." The patient said that before the display had " a little smokiness but now I can hardly make out the information at times" and that in the last few days the display "will be obscure to the point where I cannot read any characters." He stated this issue is intermittent and that "sometimes the display looks just fine and other times it looks like there are black splotches." He stated the infusion device has not been exposed to water. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.